Event description:
The patient reported they were seeing the elective replacement indicator message. The healthcare provider (hcp) further reported that the device was replaced because it was dead. At the patient¿s post-operative appointment on (B)(6), 2011 she was doing fine. The patient later reported that the battery ¿didn¿t work at all and died too quick. I think it lasted maybe 13 months.¿ it was determined that the implantable neurostimulator (ins) was depleted. The patient was implanted for chronic low back pain.

Manufacturer narrative:
Concomitant medical devices: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).